Event description:
A caller reported an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for a complete pump reset, and the caller successfully reset the pump, restoring its functionality.